Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 analytical station was leaking. The volume of the leak was approximately 10cc and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection, and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. No erroneous results were generated in connection with this event. There was no death or injury associated with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer's site. The fse had observed that the source of the leak was the tubing at pinch valve (vl) 46b, and replaced the affected tubing. The vl46b carriers pressurized diluent from the sheath tank to flush the lower flow cell chamber. After ther repairs performed by the fse, no further evidence of leaking was observed. Cause of the leak was the tubing at vl46b. (B)(4).